Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 456 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the insulin pump had alarmed for no delivery. The customer was unable to troubleshoot for the issue. The blood glucose reading was 360 mg/dl. The customer was advised to monitor the insulin pump.